Event description:
On (B)(6) 2021, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(6), alleging that the patient¿s onetouch ultra mini meter read inaccurately high compared to another device (ultra mini). The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy occurred on (B)(6) 2021 at around 4:00 pm. The reporter claimed the patient obtained blood glucose readings of ¿167 mg/dl¿ with the subject meter and ¿117 mg/dl¿ on the other device, performed 1 minute apart. The patient manages his diabetes with a combination of long- and fast-acting insulin and oral medication. The reporter claimed that 7-10 minutes after the alleged issue occurred, the patient administered a correction dose of 6 units of fast-acting insulin in response to the ¿167 mg/dl¿ reading. The reporter stated that around 4:12 pm, the patient developed symptoms of feeling ¿weak, breathless, presented pale skin/face and had dizzy legs;¿ symptoms he associated with hypoglycemia. The reporter claimed that 5 minutes after the onset of symptoms, the patient¿s family helped treat him with food and drink and within minutes he started to feel better. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted an approved sample site was used for testing and the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.